Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17627155) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom pta (.018 hp 40 5x4) balloon catheter was delivered to the lesion. However, it ruptured at 8 atmospheres pressure (atm) which was within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. There was no stress was applied when it was taken out form its pouch and during preparation. Initially, a non-cordis guide wire crossed the lesion. There was no resistance and anomalies confirmed during insertion and removal. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The same indeflator was use successfully with other devices. The device will not be return for analysis due to the patient¿s infectious disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A slalom pta (.018 hp 40 5x4) balloon catheter was delivered to the lesion. However, it ruptured at 8atm (eight atmospheres) which was within its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. There was no stress was applied when it was taken out form its pouch and during preparation. Initially, a non-cordis guide wire crossed the lesion. There was no resistance and anomalies confirmed during insertion and removal. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The same indeflator was used successfully with other devices. The device was not returned for analysis. A product history record (phr) review of lot 17627155 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as shunts are known to become fibrosed and calcified through regular and frequent use. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.